Manufacturer narrative:
The universal surgical manipulator (usm) came into failure analysis and was confirmed as having occurred in the field via system log and was replicated in-house. The log showed multiple 3 errors occurring on arm 1 pointing toward the controller. The unit was tested on an in-house system in normal mode where it triggered a 319-error pointing toward the controller. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed test check all boards present and fiber test on the rolling loop fiber. A golden rolling loop fiber was installed, a unit passed both check all boards present and fiber test on retry. During investigation, it was noticed that the rolling loop and ground straps were tangled in the spar.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported site encountered repeated error #319 on universal surgical manipulator (usm) 1. Customer power cycled the system, but the error continued to return, and they were unable to use usm 1. The tse walked the customer through a hard power cycle, but the issues continued to persist. The customer was unable to continue troubleshooting due to operation commitments. The tse advised the customer that usm 1 could be disabled, and the system could be used as a three-arm configuration. The procedure was converted to laparoscopic surgery with no reported injury.